Event description:
Due to the nature of patient being frustrated for not getting the battery pack replaced agent didn't to gather managing hcp. Additional information was received from a manufacturer representative (rep). Rep said she confirmed that controller goes into MRI mode by itself. Rep said she deactivated it and then the controller went into MRI mode again. Rep said she had to remove the controller battery to reset to resolve the issue but issue came back after a few weeks. Rep also mentioned patient got replace controller battery message even though device can charge up full, although it seemed to take longer to charge up. Tss agreed to replace the controller, and told rep if controller continues to go into MRI mode by itself, then rep should meet with patient to get mdt file.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product type programmer. Patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was several months ago the patient saw that the stimulation was off on their controller even they didn't turned it off. Patient mentioned that it wasn't working when they slept on a recliner and they didn't felt any tingling anywhere. Patient mentioned the controller entered MRI mode on its own and they had to turned the stimulation back on. Patient also stated they had to navigate the controller to checked what happened and they will saw the stimulation was off on the screen even though the stimulation was on. Yesterday they saw their medtronic representative and had the implant reprogrammed all day but they saw the stimulation was off and the rep didn't know what to do and advised the patient to call patient services to replace the controller battery. The patient confirmed they charge the ins and it was at 100%. Patient confirmed even the ins have battery they still saw that the stimulation was off and it happened numerous time. They also confirmed they didn't pressed anything on the controller when it happened. Agent redirected the patient back to doctor to check their ins with a medtronic representative. Patient wanted to have the battery pack replaced as advised by representative. Agent advised the patient that replacing the battery pack won't resolved the issue. Patient disconnected the call. Due to the nature of call agent couldn't obtain the managing doctor.